Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion (bd) alert was triggered. Consequently, the device was explanted and replaced. At this time, there is no evidence to suggest that a request was made to have data from this device analyzed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion (bd) alert was triggered. Consequently, the device was explanted and replaced. At this time, there is no evidence to suggest that a request was made to have data from this device analyzed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion (bd) alert was triggered. Consequently, the device was explanted and replaced. At this time, there is no evidence to suggest that a request was made to have data from this device analyzed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
This device was returned to boston scientific. However, per section 72 (6) of the medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a patient owned device. At this time, patient consent for analysis of this device has not been received. Therefore, the device has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time. H3 other text : patient consent required for analysis per german regulations; consent not received.